Manufacturer narrative:
The evaluation conclusion code was updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was a lead safety switch as a result of the pace impedance measuring greater than 3000 ohms. There was only one spike in impedances on the right atrial (ra) lead from another manufacturer. During lead testing, the impedances could not be repeated, and the lead tested out fine. Technical services recommended programming the lead to unipolar pace and bipolar sensing. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that there was a lead safety switch as a result of the pace impedance measuring greater than 3000 ohms. There was only one spike in impedances on the right atrial (ra) lead from another manufacturer. During lead testing, the impedances could not be repeated, and the lead tested out fine. Technical services recommended programming the lead to unipolar pace and bipolar sensing. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.